Event description:
During a pta procedure in an extremely tortuous sfa lesion, the balloon was reported to have burst longitudinally at four atmospheres. Another opta pro balloon catheter was used to successfully complete the procedure. There was no report of pt injury. An indeflator was used to inflate the balloon, and the product was used per the instructions for use. There were no anomalies noted during prep. There was no report of pt injury. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional info will be submitted within 30 days of receipt.